Event description:
It was reported that while using allevyn gentle border dressing, it did not absorb the drainage. As a result, peri-wound skin became very macerated. (4 cm by 3 cm).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.